Event description:
The customer reported that they got unexpected messages in the event summary related to paddles. The device intermittently did not recognize the pads. There was no patient impact.

Manufacturer narrative:
Therapy was successfully delivered. A philips field service engineer evaluated the device at the customer site and confirmed an incomplete electrical connection. Replacing the therapy cable and the therapy port resolved the issue.